Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable cause due to some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the subject device ceramic head has a crack. There was no patient involvement.